Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07502. It was reported (B)(6) once the patient was in the recovery area following the implant procedure of an scs lead, the patient complaint she was not able to feel her leg. The patient was examined by the physician and neurologist, they suspected the issue could have been originated by an epidural hematoma. Subsequently, the patient's scs system was removed and an MRI was performed. No hematoma was found and the issue of the "loss of sensitivity" was determined to be due to irritation of the roots or medulla. In addition, the patient was reportedly progressing favorably and doing well.